Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), tethered septal leaflet, restricted septal leaflet, and a coaptation gap of 3mm for a triclip procedure. The first clip was placed mid on the anterior and septal leaflets (a/s). Both leaflets were deep in the clip arms, which could be confirmed deep esophageal and transgastric views via leaflet insertion. After deployment, the first clip immediately detached from the septal leaflet. A second clip was placed posterior from the first clip to stabilize the single leaflet device attachment (slda). Both clips are stable with a reduction of tr to grade 3. Per the physician, the slda was due to the anatomy. There were no adverse patient effects or clinically significant delay.